Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 (s3) valve in the native aortic position, the patient presented with heart failure. The s3 valve was implanted on an unknown date and now failed due to an unknown dysfunction. The patient underwent a successful valve-in-valve procedure with a 23mm non-edwards valve. No additional information is available.